Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The surgeon completed the procedure using a side biter clamp even though the seal was removed without damaging the anastomosis. No additional pt complications were reported.